Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was from under the blood sampling valve (bsv) inside the instrument. The volume of the leak was about 5 ml and was not contained within the instrument. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer identified the source of the leak was tubing that was disconnected from the blood sampling valve (bsv). The customer reattached the tubing and the instrument ran without leaks. A beckman coulter field service engineer (fse) evaluated the analyzer and verified that the customer had firmly reattached the tubing. The repairs were verified per established procedures. (B)(4).